Event description:
It was reported that during implantable pacing lead implant procedure, the ipl was inserted into the cephalic vein but after three to five inches in the vein, the lead kinked. Physician attempted to push the ipl by turning and pushing in the lead at the same time, but was unsuccessful. A 7 french sheath was inserted, along with a guide wire, while the ipl was still inside the patient's vein. Physician intended that the ipl would follow the guide wire inside the patient's heart but it did not. Finally the ipl was removed from the patient's vein only to see the lead's tip was screwed out. Attempt to screw-in the tip was unsuccessful, and a slightly bent tip was noted. The ipl was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.